Event description:
It was reported by the sales rep that the device jammed on an unk firing, but it was not the initial. The customer used another like device to complete the case with no pt consequence. The device will be returned for analysis.

Manufacturer narrative:
Eval summary: the analysis results found that 1 el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition.